Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient complained of epistaxis. The patient''s hemoglobin was 7.6 g/dl and the hematocrit was 24.4% upon admission. The patient was transfused with 3 units of packed red blood cells for anemia. The patient refused endoscopy; but it was reported that the likely source of the anemia was chronic gi bleeding. The patient''s international normalized ratio was 2.4. No additional information was received.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 3 months. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.